Event description:
On (B)(6) 2020, the lay-user/patient made a post on social media alleging that their unspecified onetouch meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue occurred when they woke up on (B)(6) 2020. The patient claimed they tested their blood glucose with the subject meter and obtained an alleged inaccurate ¿hi¿ message; this warning appears when the meter detects blood glucose greater than 600 mg/dl. In response to the alleged meter message, the patient claimed they administered extra insulin (type/dose not reported). The patient reported that when they went out to lunch on (B)(6) 2020, they developed symptoms of feeling ¿lightheaded, trembling and not able to sit up without shaking;¿ symptoms they associated with a low blood glucose excursion. The patient claimed they drank 2 sodas as self-treatment for the symptoms. The patient reported that just prior to the onset of symptoms, they tested their blood glucose with the subject meter and obtained a result of ¿598 mg/dl¿ then re-tested on their spouse, who is non-diabetic, and a result of ¿580 mg/dl¿ was obtained. The products were unable to be replaced as contact details for the patient were not provided. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.